Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter alleged that the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive, and then became completely unresponsive. It was also noted that the keypad cover was peeling from the top of the pump. The patient was unable to confirm whether the tactile changes occurred prior to the damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 10/17/2013 - device evaluation:the pump has been returned and evaluated by product analysis 10/04/2013 with the following findings: the keypad cover was completely peeled off the pump. During testing, the up arrow and ok keypad buttons were found to be intermittently unresponsive; the contrast button was completely unresponsive. The up arrow keypad button responded appropriately to button presses. During investigation, the up arrow and down arrow button contacts were found to be misaligned; the ok button contact was found to be inverted. There was evidence of contamination found under all key contacts.